Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection and leak were reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the second cycle of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set which led to a fluid leak and to this alarm. Renal therapy services (rts) reviewed proper procedures per the user manual with the home patient (hp). Rts assisted the hp to remove the supplies and referred them to their peritoneal dialysis registered nurse regarding the issue. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.